Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call.

Event description:
The customer reported that the 9900 system locked up and the remote user interface connector may be damaged. No patient injury was reported.